Event description:
According to the initial information received, a patient with a 10mm gonadal vein requiring embolization was implanted with a 12mm amplatzer vascular plug 2 (avp2). During implant, the avp2 dissected the gonadal vein. The patient was implanted with coils, in addition to the avp2, to halt the flow out of the dissection and the vessel was successfully occluded. The avp2 remains implanted. The physician does not wish to provide further information.

Manufacturer narrative:
The delivery systems manufacturing records could not be reviewed since the lot number was not provided. However, each delivery system is inspected by certified operators to ensure each lot is acceptable during manufacturing and prior to shipment. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the perforation remains unknown.